Manufacturer narrative:
G1 has been updated to reflect new personnel. The complaint ticket has been reviewed and determined to be the same issue as described in a previously performedi nvestigation. This investigation confirmed that the system solutions drawer enclosure design, which includes six thru holes at the bottom, allows liquid originating in the system solutions drawer to escape. Additionally, it confirmed the gems reservoir sensor may fail to detect a full reservoir bottle of liquid, resulting in a leak. Therefore, this complaint investigation will be dispositioned as confirmed and linked to the associated risk assessment. A complaint search of reportable events and leaks on the alinity m system was completed and a review of the frequency of exposure to hazards has determined that there is no change in the frequency of hazard or the frequency of harm related to exposure of a physical hazard (slip/fall), chemical hazard or biohazard (within the predefined risk management file level).

Event description:
The customer reported that they observed a leak coming from the alinity m instrument. The fluid was leaking is on the floor underneath the system solutions drawer and also reached the walking surface outside the instrument. The puddle on the floor outside of the footprint of the instrument was roughly 30cm in diameter. The liquid waste bottles onboard were empty despite samples having been processed on the machine. The leak was cleaned by laboratory staff. There was no report of injuries due to the leak. All laboratory staff wear wearing personal protective equipment (ppe) at all times. There was no exposure or skin contact with the liquid. This incident is being reported to FDA because the incident occurred in united kingdom using the alinity m system, list 8n53-02, which is also us FDA approved.

Manufacturer narrative:
Complaint has been elevated for investigation.